Event description:
During a clear point procedure on (B)(6), 2018, the customer reported that the ort200 table drifted in the trendelenburg position. There was no patient injury reported.

Manufacturer narrative:
An imris customer service engineer (cse) was on-site to diagnose the issue. The cse replaced the roll cylinder in the table and a full hydraulic system flush was performed. The table continued to exhibit some drift in the trend and back tilt functions however, check valves were replaced and a full system flush was repeated. Afterwards, the table was tested and operated within specification. Furthermore, black debris were noticed in the hydraulic fluid reservoir. The cse concluded that some of the debris lodged in the check valves resulted in slow drift. The debris appeared to be degraded seal material. This MDR is being submitted outside of the required timeframe as part of remedial action initiated by the manufacturer, in response to internally identified issues regarding failed electronic submissions through webtrader.